Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2 and lcd flex tail. The j1 connector on pcba 1 was locked properly during visual inspection. Confirmed pump alarmed insulin flow blocked alarm on 05/22/2024 02:40:00.000 basal, 05/22/2024 03:08:00.000 basal and 05/22/2024 03:10:00.000 basal in pump downloaded history during basal. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing and minor scratches on lcd screen. No delivery/occlusion alarm. Unexpected insulin flow blocked alarm was not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Cosmetic damage confirmed at screen. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), keypad/button unresponsive/button error, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kpk, mmt-866a. Troubleshooting was not performed. Customer reported crack on the pump screen, buttons were unresponsive and insulin flow block alarms. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1780kpk. No product return is required for mmt-866a. It was unknown whether the customer will continue or discontinue the use of the devices.